Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
Following a procedure, it was reported the device was unable to interrogated with bluetooth or inductive telemetry. Premature battery depletion was suspected. No intervention has been performed. The patient was stable.